Manufacturer narrative:
81 others: the suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us was having a high temperature while connected to a patient. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, which was caused by a user error. There were no logs available, and the problem was solved after filter maintenance. Assuming that the issue was resolved after the maintenance was completed and the related work order was cancelled. Root cause of failure was determined due to most likely lack of filter maintenance. Additional information: the customer confirmed that there was no patient harm associated with the reported event. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.